Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged the ipg approximately two years ago. "The ipg failed to establish communication with external devices. Reportedly, the patient underwent surgical intervention where the ipg was explanted and replaced. Therapy was established post operatively